Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the implantable cardioverter defibrillator exhibiting post-paced t-wave over-sensing. Programming interventions were discussed; however, no changes were reported. The patient was asymptomatic.